Manufacturer narrative:
The suspect device was received for evaluation. Review of the device history record confirmed error coded 44510. Therefore, the circuit board was replaced. Following repair, the device passed all function and delivery testing.

Event description:
A report was received that stated the pump alarmed "error code 44510." No pt injury or adverse event was reported.